Event description:
Bayer case number: (B)(4). One of the coils had perforated my uterus and partially sticking out of the top of my uterus [uterine perforation] nausea [nausea] diarrhea [diarrhea] tender breast [tenderness breast] chronic abdominal pain [chronic abdominal pain] greasy hair daily [greasy hair] swollen breast [breast swelling] extreme fatigue [fatigue extreme] mild fever [fever] lack of appetite [appetite absent] essure used for uterine ablation [device use in unapproved indication] case narrative: this spontaneous case describes the occurrence of uterine perforation ("one of the coils had perforated my uterus and partially sticking out of the top of my uterus"), nausea ("nausea"), diarrhoea ("diarrhea"), breast tenderness ("tender breast"), abdominal pain ("chronic abdominal pain"), seborrhoea ("greasy hair daily"), breast swelling ("swollen breast"), fatigue ("extreme fatigue"), pyrexia ("mild fever") and decreased appetite ("lack of appetite") in a 56 year-old female patient who had essure inserted for endometrial ablation. Product or product use issues identified: device use in unapproved indication ("essure used for uterine ablation"). There was no information on the patient's medical history or concurrent conditions. On(B)(6) 2011, the patient had essure inserted. On (B)(6) 2025, 5025 days after essure insertion, she experienced nausea (seriousness criterion hospitalisation), diarrhoea (seriousness criterion hospitalisation), breast tenderness (seriousness criterion hospitalisation), abdominal pain (seriousness criterion hospitalisation), seborrhoea (seriousness criterion hospitalisation), breast swelling (seriousness criterion hospitalisation), fatigue (seriousness criterion hospitalisation), pyrexia (seriousness criterion hospitalisation) and decreased appetite (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the nausea, diarrhoea, breast tenderness, abdominal pain, seborrhoea, breast swelling, fatigue, pyrexia and decreased appetite were resolving. The outcome of uterine perforation was unknown. No causality assessment was received for essure with regard to nausea, diarrhoea, breast tenderness, abdominal pain, seborrhoea, breast swelling, fatigue, pyrexia, decreased appetite or uterine perforation. The reporter commented: I had the implants surgically removed, as one of the coils had perforated my uterus and partially sticking out of the top of my uterus which resulted in a total hysterectomy. I will have photos of the surgery when I attend my postoperative appointment. I do have CT scan results but am choosing not to upload it at this time. I may do so late. Patient is not taking any other medication. Discrepancy noted: event stop date is reported (B)(6) 2025 despite of events are recovering / resolving. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): not available quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). One of the coils had perforated my uterus and partially sticking out of the top of my uterus [uterine perforation] chronic abdominal pain [chronic abdominal pain] nausea [nausea] diarrhea [diarrhea] tender breast [tenderness breast] greasy hair daily [greasy hair] swollen breast [breast swelling] extreme fatigue [fatigue extreme] mild fever [fever] lack of appetite [appetite absent] diverticulosis without diverticulitis [diverticulosis] essure used for uterine ablation [device use in unapproved indication]. Case narrative: this spontaneous case describes the occurrence of uterine perforation ("one of the coils had perforated my uterus and partially sticking out of the top of my uterus"), abdominal pain ("chronic abdominal pain"), nausea ("nausea"), diarrhoea ("diarrhea"), breast tenderness ("tender breast"), seborrhoea ("greasy hair daily"), breast swelling ("swollen breast"), fatigue ("extreme fatigue"), pyrexia ("mild fever") and decreased appetite ("lack of appetite") in a 56 year-old female patient who had essure inserted for endometrial ablation. Additional non-serious events are detailed below. Product or product use issues identified: device use in unapproved indication ("essure used for uterine ablation"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2025, 5025 days after essure insertion, she experienced abdominal pain (seriousness criterion hospitalisation), nausea (seriousness criterion hospitalisation), diarrhoea (seriousness criterion hospitalisation), breast tenderness (seriousness criterion hospitalisation), seborrhoea (seriousness criterion hospitalisation), breast swelling (seriousness criterion hospitalisation), fatigue (seriousness criterion hospitalisation), pyrexia (seriousness criterion hospitalisation) and decreased appetite (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required) and diverticulum intestinal ("diverticulosis without diverticulitis"). The patient was treated with tylenol (paracetamol) as well as surgery (total hysterectomy). At the time of the report, the abdominal pain, nausea, diarrhoea, breast tenderness, seborrhoea, breast swelling, fatigue, pyrexia and decreased appetite were resolving. The outcomes for uterine perforation and diverticulum intestinal were unknown. No causality assessment was received for essure with regard to nausea, diarrhoea, breast tenderness, abdominal pain, seborrhoea, breast swelling, fatigue, pyrexia, decreased appetite, uterine perforation or diverticulum intestinal. The reporter commented: I had the implants surgically removed, as one of the coils had perforated my uterus and partially sticking out of the top of my uterus which resulted in a total hysterectomy. I will have photos of the surgery when I attend my postoperative appointment. I do have CT scan results but am choosing not to upload it at this time. I may do so late. Patient is not taking any other medication. Discrepancy noted: event stop date is reported (B)(6) 2025 despite of events are recovering / resolving. It all began when I started having lower abdominal pain. Over time, I experienced more strange symptoms. I thought I was having a diverticulitis flare up. My gi dr performed a colonoscopy which looked good. His nurse called me after the procedure to see how I was feeling. I was feeling worse please contact for information regarding the implant surgery in 2011 or 2012 and the ultrasound/exam (B)(6) 2025 after I received CT scan results. Diagnostic results (normal ranges are provided in parenthesis if available): [colonoscopy] (date unknown): good [computerised tomogram] (date unknown): luster of calcifications in the left lower lobe measuring in aggregate 1.0 cm consistent with post inflammatory changes such as from old granulomatous disease. Minimal right middle lobe subsegmental atelectasis. Heart base unremarkable. The spleen, pancreas, gallbladder, adrenal glands, and kidneys are unremarkable. The uterus and adnexa demonstrate bilateral tubal occlusion devices. The right one extends external to the fundus of the uterus by 7 mm and does not appear to extend into the right fallopian tube. No surrounding inflammatory changes are identified. Uterus and adnexa otherwise unremarkable. Urinary bladder is normal. Appendix is normal. Mild-to-moderate stool within the colon mild to moderate diverticulosis without findings to suggest diverticulitis. No free intraperitoneal fluid, free intraperitoneal air, or bowel obstruction is identified. The abdominal aorta is of normal caliber. No lymphadenopathy by CT criteria is identified. Minimal superior endplate height loss at l2 without an acute appearance. Impression: 1. Diverticulosis without diverticulitis. 2. Bilateral tubal occlusion devices with the right device extending into the peritoneal cavity from the uterine fundus not extending into the right fallopian tube. 3. Hepatic simple cysts. 4. Minimal superior endplate height loss of l2 without an acute appearance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2025: event diverticulosis without diverticulitis is added. Lab data updated. Reporter causality comment updated. (B)(6) 2025: date of birth added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) one of the coils had perforated my uterus and partially sticking out of the top of my uterus [uterine perforation] chronic abdominal pain [chronic abdominal pain] nausea [nausea] diarrhea [diarrhea] tender breast [tenderness breast] greasy hair daily [greasy hair] swollen breast [breast swelling] extreme fatigue [fatigue extreme] mild fever [fever] lack of appetite [appetite absent] diverticulosis without diverticulitis [diverticulosis] essure used for uterine ablation [device use in unapproved indication] diverticulitis [diverticulitis]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("one of the coils had perforated my uterus and partially sticking out of the top of my uterus"), abdominal pain ("chronic abdominal pain"), nausea ("nausea"), diarrhoea ("diarrhea"), breast tenderness ("tender breast"), seborrhoea ("greasy hair daily"), breast swelling ("swollen breast"), fatigue ("extreme fatigue"), pyrexia ("mild fever") and decreased appetite ("lack of appetite") in a 56 year-old female patient who had essure inserted for endometrial ablation. Additional non-serious events are detailed below. Product or product use issues identified: device use in unapproved indication ("essure used for uterine ablation"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2025, 5025 days after essure insertion, she experienced abdominal pain (seriousness criterion hospitalisation), nausea (seriousness criterion hospitalisation), diarrhoea (seriousness criterion hospitalisation), breast tenderness (seriousness criterion hospitalisation), seborrhoea (seriousness criterion hospitalisation), breast swelling (seriousness criterion hospitalisation), fatigue (seriousness criterion hospitalisation), pyrexia (seriousness criterion hospitalisation) and decreased appetite (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required), diverticulum intestinal ("diverticulosis without diverticulitis") and diverticulitis ("diverticulitis"). The patient was treated with tylenol (paracetamol) as well as surgery (total hysterectomy). At the time of the report, the diarrhoea, breast tenderness, seborrhoea, breast swelling, fatigue and pyrexia were resolving and the abdominal pain, nausea and decreased appetite had not resolved. The outcomes for uterine perforation, diverticulum intestinal and diverticulitis were unknown. No causality assessment was received for essure with regard to nausea, diarrhoea, breast tenderness, abdominal pain, seborrhoea, breast swelling, fatigue, pyrexia, decreased appetite, uterine perforation, diverticulum intestinal or diverticulitis. The reporter commented: I had the implants surgically removed, as one of the coils had perforated my uterus and partially sticking out of the top of my uterus which resulted in a total hysterectomy. I will have photos of the surgery when I attend my postoperative appointment. I do have CT scan results but am choosing not to upload it at this time. I may do so late. Patient is not taking any other medication. Discrepancy noted: event stop date is reported (B)(6) 2025 despite of events are recovering / resolving. It all began when I started having lower abdominal pain. Over time, I experienced more strange symptoms. I thought I was having a diverticulitis flare up. My gi dr performed a colonoscopy which looked good. His nurse called me after the procedure to see how I was feeling. I was feeling worse please contact for information regarding the implant surgery in 2011 or 2012 and the ultrasound/exam (B)(6) 2025 after I received CT scan results. Dr. Office called me and said someone from your company was needing information from the gastroenterologist who originally diagnosed the diverticulitis. I told her I would contact you. You may reach out to dr for more informtion. Diagnostic results (normal ranges are provided in parenthesis if available): [colonoscopy] on (B)(6) 2025: determined the diverticulosis were not inflamed. [Computerised tomogram] on (B)(6) 2025: luster of calcifications in the left lower lobe measuring in aggregate 1.0 cm consistent with post inflammatory changes such as from old granulomatous disease. Minimal right middle lobe subsegmental atelectasis. Heart base unremarkable. The spleen, pancreas, gallbladder, adrenal glands, and kidneys are unremarkable. The uterus and adnexa demonstrate bilateral tubal occlusion devices. The right one extends external to the fundus of the uterus by 7 mm and does not appear to extend into the right fallopian tube. No surrounding inflammatory changes are identified. Uterus and adnexa otherwise unremarkable. Urinary bladder is normal. Appendix is normal. Mild-to-moderate stool within the colon mild to moderate diverticulosis without findings to suggest diverticulitis. No free intraperitoneal fluid, free intraperitoneal air, or bowel obstruction is identified. The abdominal aorta is of normal caliber. No lymphadenopathy by CT criteria is identified. Minimal superior endplate height loss at l2 without an acute appearance. Impression: 1. Diverticulosis without diverticulitis. 2. Bilateral tubal occlusion devices with the right device extending into the peritoneal cavity from the uterine fundus not extending into the right fallopian tube. 3. Hepatic simple cysts. 4. Minimal superior endplate height loss of l2 without an acute appearance; on (B)(6) 2025: showed the coil protruding from uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 15-dec-2025: new event diverticulitis added. Additional reporter added. Reporter causality comment added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). One of the coils had perforated my uterus and partially sticking out of the top of my uterus [uterine perforation]. Chronic abdominal pain [chronic abdominal pain]. Nausea [nausea]. Diarrhea [diarrhea]. Tender breast [tenderness breast]. Greasy hair daily [greasy hair]. Swollen breast [breast swelling]. Extreme fatigue [fatigue extreme]. Mild fever [fever]. Lack of appetite [appetite absent]. Diverticulosis without diverticulitis [diverticulosis]. Essure used for uterine ablation [device use in unapproved indication]. Case narrative: this spontaneous case describes the occurrence of uterine perforation ("one of the coils had perforated my uterus and partially sticking out of the top of my uterus"), abdominal pain ("chronic abdominal pain"), nausea ("nausea"), diarrhoea ("diarrhea"), breast tenderness ("tender breast"), seborrhoea ("greasy hair daily"), breast swelling ("swollen breast"), fatigue ("extreme fatigue"), pyrexia ("mild fever") and decreased appetite ("lack of appetite") in a 56 year-old female patient who had essure inserted for endometrial ablation. Additional non-serious events are detailed below. Product or product use issues identified: device use in unapproved indication ("essure used for uterine ablation"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2025, 5025 days after essure insertion, she experienced abdominal pain (seriousness criterion hospitalisation), nausea (seriousness criterion hospitalisation), diarrhoea (seriousness criterion hospitalisation), breast tenderness (seriousness criterion hospitalisation), seborrhoea (seriousness criterion hospitalisation), breast swelling (seriousness criterion hospitalisation), fatigue (seriousness criterion hospitalisation), pyrexia (seriousness criterion hospitalisation) and decreased appetite (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required) and diverticulum intestinal ("diverticulosis without diverticulitis"). The patient was treated with tylenol (paracetamol) as well as surgery (total hysterectomy). At the time of the report, the diarrhoea, breast tenderness, seborrhoea, breast swelling, fatigue and pyrexia were resolving and the abdominal pain, nausea and decreased appetite had not resolved. The outcomes for uterine perforation and diverticulum intestinal were unknown. No causality assessment was received for essure with regard to nausea, diarrhoea, breast tenderness, abdominal pain, seborrhoea, breast swelling, fatigue, pyrexia, decreased appetite, uterine perforation or diverticulum intestinal. The reporter commented: I had the implants surgically removed, as one of the coils had perforated my uterus and partially sticking out of the top of my uterus which resulted in a total hysterectomy. I will have photos of the surgery when I attend my postoperative appointment. I do have CT scan results but am choosing not to upload it at this time. I may do so late. Patient is not taking any other medication. Discrepancy noted: event stop date is reported (B)(6) 2025 despite of events are recovering / resolving. It all began when I started having lower abdominal pain. Over time, I experienced more strange symptoms. I thought I was having a diverticulitis flare up. My gi dr performed a colonoscopy which looked good. His nurse called me after the procedure to see how I was feeling. I was feeling worse please contact for information regarding the implant surgery in 2011 or 2012 and the ultrasound/exam (B)(6) 2025 after I received CT scan results. Diagnostic results (normal ranges are provided in parenthesis if available): [colonoscopy] on (B)(6) 2025: determined the diverticulosis were not inflamed. [Computerised tomogram] on (B)(6) 2025: luster of calcifications in the left lower lobe measuring in aggregate 1.0 cm consistent with post inflammatory changes such as from old granulomatous disease. Minimal right middle lobe subsegmental atelectasis. Heart base unremarkable. The spleen, pancreas, gallbladder, adrenal glands, and kidneys are unremarkable. The uterus and adnexa demonstrate bilateral tubal occlusion devices. The right one extends external to the fundus of the uterus by 7 mm and does not appear to extend into the right fallopian tube. No surrounding inflammatory changes are identified. Uterus and adnexa otherwise unremarkable. Urinary bladder is normal. Appendix is normal. Mild-to-moderate stool within the colon mild to moderate diverticulosis without findings to suggest diverticulitis. No free intraperitoneal fluid, free intraperitoneal air, or bowel obstruction is identified. The abdominal aorta is of normal caliber. No lymphadenopathy by CT criteria is identified. Minimal superior endplate height loss at l2 without an acute appearance. Impression: 1. Diverticulosis without diverticulitis. 2. Bilateral tubal occlusion devices with the right device extending into the peritoneal cavity from the uterine fundus not extending into the right fallopian tube. 3. Hepatic simple cysts. 4. Minimal superior endplate height loss of l2 without an acute appearance; on (B)(6) 2025: showed the coil protruding from uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-jul-2025: reporter information, lab data added. Event outcome updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.